Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device¿s shaft was damaged, with a portion of the shaft insulation torn. Part of the shaft insulation was missing. The device¿s cord plug was cut off and was not returned with the device. It was reported that during a laparoscopic procedure, split insulation was observed on the device and a hole was caused in the gastric artery by the endo shears. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to the application of external force to the shaft. It may result from using the device with an incorrect cannula size or from dropping the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw instruments from cannulas to avoid possible damage to the instruments or injury to the patient. Use the appropriately sized cannula (>.233 inches inner diameter) to allow for easy insertion and extraction of the instrument. Failure to do so may damage the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 176643, 176643 endo shears ii (lot#:p5d1020), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, split insulation was observed on the device and a hole was caused in the gastric artery by the endo shears. An insulation issue was also identified with the retractable l hook, where insulation fell off or detached from the shaft while the device was plugged into a generator. Another ligasure was used with the same generator and it worked fine. The patient experienced a temporary injury as a result of the hole in the gastric artery, which was medically managed by clipping the artery.